Manufacturer narrative:
The technician replaced the worn head end casters to repair the stretcher.

Event description:
Information received indicates the casters continue to swivel after the brake is engaged.